Manufacturer narrative:
Radiometer had requested for more data and information, but it was not provided. Hence the root cause is unknown due to lack of information.

Event description:
According to the complaint, on (B)(6) , the user was unable to test the sample on the pco2 and blood chlorine parameter on the abl90 flex analyzer (serial number: (B)(6). The user had to obtain a new blood sample for further blood gas analysis.